Event description:
The patient had complained about noise and intermittency in her hearing perception. All external equipment was exchanged. First testing was carried out which returned normal impedances on fall electrode channels. In the middle of (B) (6) 2009, testing was carried out again which revealed that the device is no longer functioning.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.